Event description:
After the catheter was inserted, the nurse grabbed the telescope shield and the wire came off of the handle. There was no patient injury or problems due to incident.

Manufacturer narrative:
The sample was discarded by the hospital. Upon completion of the investigation, a supplemental report will be submitted. Attempts have been made to obtain additional information.